Event description:
It was reported that following the patient's spinal cord stimulation (scs) implant procedure they were administered an intrathecal injection. Following the injection, the patient went under an infrared lamp to be warmed. The patient then turned on their implantable pulse generator (ipg) and noticed a change in their paresthesia and felt discomfort. Three days following the event the patient's stimulation went back to normal.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following the patient's spinal cord stimulation (scs) implant procedure they were administered an intrathecal injection. Following the injection, the patient went under an infrared lamp to be warmed. The patient then turned on their implantable pulse generator (ipg) and noticed a change in their paresthesia and felt discomfort. Three days following the event the patient's stimulation went back to normal.

Manufacturer narrative:
The database logs were unable to confirm the reported complaint of a stimulation change after a procedure. The history counters confirmed there were seven magnet resets and 12 hibernation events for the lifetime of the ipg which were noted in the database logs. It has been determined that the undesired stimulation resulting in discomfort is a known inherent risk with use of the ipg as documented in the IFU.